Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right ventricular (rv) lead approximately two weeks post implant. The lead was re programmed, however later no sensing and no capture were noted. Possible dislodgement was noted with x rays scheduled. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was revised and remains in use.